Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable malfunction documented in b5, the device evaluation found no other abnormalities. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, the duodeenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the gap of adhesive on the distal end/stain entered inside the lens through the gap. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information including new device evaluation information and the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. On 16jan2024 further device evaluation identified foreign material inside the forceps channel port and the air/water cylinder, also it was noted that water tightness of the forceps elevator was lost. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Issue 1 (foreign material/stain inside the lens through the gap) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. Issue 2 (foreign material in forceps channel port) and issue 3 (foreign material in air/water cylinder) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage identified from the forceps elevator, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: for issue 1 - evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. For issue 2 and 3 - evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.